Manufacturer narrative:
Results: the cat6 was kinked approximately 54.0 cm from the hub and had kinks and ovalizations from approximately 125.5 ¿ 132.0 cm from the hub. The device was fractured approximately 132.5 cm from the hub. The distal fractured portion containing the marker-band was not returned for evaluation. Conclusions: evaluation of the returned cat6 confirmed kinks and ovalizations along the distal shaft. If the peel away sheath is not properly utilized prior to advancement of the device into a parent catheter, damage such as these may occur. During functional testing, the cat6 was unable to be advanced through a demonstration neuron max due to the damage on the distal shaft. Further evaluation revealed a proximal kink and distal fracture. The distal fractured segment was not returned for evaluation. Based on the additional correspondence, the distal fracture may have occurred on the back-table post procedure. This additional damage was likely incidental to the reported complaint. The non-penumbra sheath used in the procedure was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal (tp trunk) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician completed one pass using the cat6 with a peel away sheath and a non-penumbra sheath, then removed the cat6. While attempting to advance the cat6 into the sheath for the second pass, the physician had issues advancing the cat6 and noticed that the cat6 was kinked; therefore, it was removed. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.